Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury (no treatment), associated with the conservative assessment that the structure may be related to an unknown tissue injury, could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) with grade of 3-4. When advancing the clip delivery system (cds) from the left atrium to the left ventricle, a small structure was observed in the left atrial appendage. It appeared solid and did not float or move. The physicians believed it was some kind of tissue, however they did not verify what kind and the cause of the ¿tissue¿. The physician decided to take no action and continued with the procedure. One clip was implanted with no reported issue, reducing mr to grade 1. Structure was still in place and not moving when the procedure was finished. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.